Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set needle was bent issue event occurred on (B)(6) 2026. Since patient experienced high blood glucose and treated with correction injection via multiple daily injections. The insertion site was abdomen no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 4